Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. The drive cable has broken near the handle of the basket. The handle of the basket extends and retracts smoothly and is not damaged. The basket wires and drive wire at the distal end of the device are kinked and out of shape, indicating extreme pressure was applied to the basket. A product discrepancy or anomaly that could have contributed to drive wire breakage was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the products from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for the fusion lithotripsy extraction basket includes the following warning: basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook fusion lithotripsy extraction basket. The basket wire broke at the handle while performing lithotripsy. The physician performed emergency surgery to remove the extraction basket from the pt. The pt did not experience any adverse effects due to this occurrence.